Event description:
It was reported on (B)(6) 2025, the patient experienced a skin irritation with sores, redness and itchy skin while wearing the electrode - patch - universal 2 channel. The patient did not seek any medical attention, but stated they used a prescribed antibiotics. The patient reported following proper skin prep regimen. The patient stated they have pre-existing skin conditions. Patient stated symptom improved after removing electrode - patch - universal 2 channel. Patient stated they will attempt to use the flex adaptor and vermed cloth electrodes to continue service.

Manufacturer narrative:
It was reported on (B)(6) 2025, the patient experienced a skin irritation with sores, redness and itchy skin while wearing the electrode - patch - universal 2 channel. The patient did not seek any medical attention, but stated they used a prescribed antibiotics. The patient reported following proper skin prep regimen. The patient stated they have pre-existing skin conditions. The universal patch was not returned for evaluation.engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age and has known medical/dermatologic conditions. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.